Event description:
On (b)(6) 2026, a patient underwent a dialysis catheter placement procedure using a HemoStar Hemodialysis Catheter. During the procedure, it was noted that the introducer needle was damaged, resulting in fluid leakage. Additionally, the needle could not be flushed or aspirated, and air was drawn during aspiration attempts. Furthermore, the flow rate was insufficient. The procedure was subsequently completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: Manufacturing Review: The Device History Records have been reviewed, and this lot met all release criteria. Investigation Summary: Although the sample was not returned for evaluation, one video was provided for review. The video shows a partial view of a clinician holding a syringe connected to the introducer needle and attempting to aspirate fluid. During aspiration, air bubbles were observed within the syringe barrel. Therefore, the investigation is confirmed for the reported air/gas in device issue. However, the investigation is inconclusive for the reported material integrity problem, fluid leak, difficult to flush and suction problem issues as the provided video was not sufficient to confirm the reported issue. A definitive root cause could not be determined based upon the provided information. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required. D4 (Unique Identifier (UDI) #), G3, H6 (Method, Result, Conclusion). Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.